Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left essure coil fragment'), device migration ('her left essure coil had migrated out of her fallopian tube') and device dislocation into abdominal cavity ('left essure coil had migrated into her lower intestines') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica and pelvic discomfort. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device migration (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, device migration, device dislocation into abdominal cavity, abdominal discomfort, menorrhagia, back pain and abdominal distension outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, back pain, device breakage, device migration, menorrhagia and device dislocation into abdominal cavity to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('left essure coil fragment'), device migration ('her left essure coil had migrated out of her fallopian tube') and device dislocation into abdominal cavity ('left essure coil had migrated into her lower intestines'). In a 34-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: sciatica and pelvic discomfort. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device migration (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal distension ("abdominal bloating"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, device migration, device dislocation into abdominal cavity, abdominal discomfort, menorrhagia, back pain and abdominal distension outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, back pain, device breakage, device migration, menorrhagia and device dislocation into abdominal cavity to be related to essure (ess205). No further causality assessment were provided for the product. Quality safety evaluation of ptc: for cases where a device failure, during insertion is reported. We conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. There was no event reported, which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events, and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined. Therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter's information added, medical history were added. Event: left essure coil fragment were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) year-old female consumer who had essure (ess205) (fallopian tube occlusion insert) placed on 2006. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, and abdominal pain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians and has been admitted to the emergency room on multiple occasions. In or around 2013, plaintiff sought treatment but was unable to resolve her symptoms. In or around (B)(6) 2015, plaintiff sought treatment at emergency room, during this ER visit; she underwent a computerized axial tomography scan, which determined that her left essure coil had migrated out of her fallopian tube. In or around (B)(6) 2015, plaintiff sought treatment at hospital ER for pelvic pain, abdominal pain, and abdominal bloating. Her treating physician confirmed that her left essure coil had migrated. In or around (B)(6) 2016, plaintiff sought further treatment for pelvic pain. At that time, plaintiff's treating physician recommended that she undergo surgery to remove the essure coils. On or around (B)(6) 2016, plaintiff underwent a laparoscopic salpingectomy and removal of the essure coils. After surgery, physician advised her that left essure coil had migrated into her lower intestines. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation (ptc global number: (B)(4)) received on 23-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that her left essure coil had migrated out of her fallopian tube. She underwent a laparoscopic salpingectomy and removal of the essure coils. After surgery, physician advised her that left essure coil had migrated into her lower intestines. These events are listed according to the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the exact date and mechanism of device migration and subsequently device embedded were not known. However, considering their nature and compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs